Manufacturer narrative:
The correct brand name is cyclesure bio indicator. The correct catalog number is 14324_97. Lot number - the correct lot number is 11216060. Expiration date ¿ the correct expiration date is 03/31/2017. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi results was negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis by lot number was reviewed from 04/21/2016 to 07/18/2016 and trending was not exceeded. ¿ the sra indicates the risk associated with a quality problem with no impact to safety is "low." The single cyclesure® 24 bi was returned for visual inspection. The positive bi result cannot be confirmed since no media remains with which to determine growth. The cap is not depressed. The ci disc is golden in color, indicative of peroxide exposure. There is a single tyvek® liner and single spore disc present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The customer stated subsequent bi was negative for growth. Visual analysis of the suspect bi found that the cap was not pressed down as required per IFU. However, it is inconclusive if the user error contributed to the positive bi result. The cyclesure® retains met functional specification. The issue will continue to be tracked and trended. A customer letter was sent to address user error.